Manufacturer narrative:
(B)(4). The reported condition of a broken display was confirmed during product evaluation. The root cause was a faulty main display. The main display was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a broken display. It is unknown when the event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.